Event description:
Please be advised a problem with the amo recall of complete moisture plus contact lens solution. Amo neglected to inform sellers and the public that the 15ml bottle of complete moisture plus rewetting and lubricating drops are also covered. As such this product is still on the store shelves. A call this am to amo by myself confirmed that it is not on their list but should be. Please contact me if you have questions.